Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a post-implant check, oversensing on the ventricular channel immediately following an atrial paced event was observed. Review of presenting rhythm revealed possible cross-talk oversensing on v channel. Programming changes were made.